Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is female and (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: miniaturized reveal linq insertable cardiac monitoring system: first-in-human experience. Heart rhythm. 2015;12(6):1113-1119. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this model of implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was "moderate bleeding," " wound infection," and "implant site pain." There were also three serious adverse events: two af events in one patient, and one palpitation event in one patient; these resulted in hospital admissions. The status of the icms is unknown. Further follow up did not yet yield any additional relevant information regarding the event. No further patient complications have been reported as a result of this event.